Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure used: kyphoplasty it was reporter per a study that, intra-op, cement extravasation occurred at the inferior disk space. No other info was available.